Event description:
It was reported that the patient was golfing and dislodged all 3 of the leads. The left ventricular lead had a loss of capture. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): the proximal segment of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Product: d224trk implantable cardioverter defibrillator, implanted: (B)(6) 2011; 419378 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).